Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10367. The pt received the scs system on (B)(6) 2011 which included two leads from different lots. It was reported the pt was unable to increase stimulation stating that the pt programmer would decrease on its own. Diagnostic testing identified one of the leads was exhibiting invalid contacts. X-ray results revealed the lead had migrated one vertebral level. Reprogramming successfully recaptured effective coverage using only one lead. The physician elected not to proceed with any additional intervention at this time. The manufacturer was unable to identify the lot number for the lead in question; therefore, two reports will be submitted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.